Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurements of 131 ohms. The patient also received an inappropriate shock for a rapidly conducted atrial fibrillation nine days previous. The shock impedance value for the delivered shock was 88 ohms, which is within normal specification limits. Based on this, boston scientific technical services indicated to the boston scientific representative (rep) that they can consider increasing the high out of range shock impedance alert limit to 150 ohms and if another alert is received, then they can consider further testing. The rep indicated that they will discuss this with the physician. The lead remains in service. There were no patient symptoms or adverse patient effects.